Manufacturer narrative:
Reference record (B)(6). Catalog number is the similar us list#. The international list number is unknown. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that around (B)(6) 2018, patient experienced inflammation around gastrostomy. The patient visited a hospital and subcutaneous abscess was pointed out by CT examination. The patient was treated with antibiotics augmentin and amoxicillin for 5 days. On (B)(6) 2019, patient visited another hospital and was admitted for drip infusion of antibiotics. Patient was treated with intravenous antibiotics cefmetazole sodium for 4 days. The event was recovering.